Event description:
It was reported the tibial articular surface provisional shim was missing the bearing. No patient involvement.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information for complaint cmp-(B)(4). Complaint sample was evaluated and the reported event was confirmed. Product complaint evaluation was performed. The component was missing the bearing. The device exhibit scratches that are indicative of wear from use. The device was manufactured in january of 2014 and had an approximate field life of four (4) years and two (2) months. The device had an unknown frequency of use and the number of uses can not be determined. DHR was reviewed and no discrepancies were found. Review of the complaint history determined that no further action is required as no trends were identified. Root cause is design deficiency. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported the tibial articular surface provisional shim was missing the bearing. No patient involvement.